Manufacturer narrative:
In the troubleshooting call by the customer to the technical assistance center (tac), the tac specialist advised the customer that the grounding of the device with the erbe generator is not validated per the instruction manual. The cv-190 maintenance manual and the esg-300 instruction manual were emailed to the customer. The customer was advised to have preventative maintenance performed on the cv-190 and/or the erbe generator. The customer also had an enquiry if the bronchoscopes had grounding lugs and customer was advised that the bronchoscopes did not have grounding lugs. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. This event is under investigation. A supplemental report will be submitted upon completion of the investigation or upon receiving additional information.

Event description:
As reported for this event by the customer, during a therapeutic argon beam coagulation procedure, when an attempt was made to perform an ablution, the device video was blacked out when the erbe generator was activated. The procedure was continued by grounding the device to the erbe generator which made the video image available. There is no reported harm or adverse impact to the patient.

Manufacturer narrative:
Additional information response has been received from the customer. Correction being made to e3 value. This supplemental report is being submitted to provide this information. Please see the updates in sections: e3, g3, g6, h2, and h10.customer had no additional information to provide for this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Sections e2, e3, and g2 were updated based on additional information that was received. A review of the device history record found no deviations that could have caused or contributed to the image issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the image issue could not be determined. It is possible the image was not displayed because an electric scalpel of another manufacturer was used. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿combination with other equipment: use only olympus high-frequency electrosurgical equipment with this unit. Non-olympus equipment can cause interference on the monitor display or a loss of the endoscopic image. Before using high-frequency electrosurgical equipment, be sure to install and connect the equipment according to its instruction manual and make sure that the noise does not affect the observation and surgical procedures. If high-frequency electrosurgical equipment is used without such confirmation, patient injury may result.¿ olympus will continue to monitor field performance for this device.